Manufacturer narrative:
Additional information: the device was returned for evaluation. No damage noted to the threads of mas head threaded interface. Visually confirmed appro ximately ~3 mm of the instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that during an unspecified spinal procedure, the tip of the driver broke. No patient complications are associated with this event.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.